Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the suture sleeve on the attempted left ventricular (lv) lead broke in half after being tied by the physician. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the connector was extrinsically damaged. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned damaged. There appearance the connector sleeve/retention sleeve broke. If information is provided in the future, a supplemental report will be issued.